Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were 7000 asystole episodes detected, along with both undersensing and p wave oversensing. It was noted that the patient size may have contributed to the sensing problems. The sensitivity was adjusted, and the recorder is still implanted. No further patient complications have been reported as a result of this event.